Event description:
Healthcare professional (hcp) reported was injected with 1 ml of volbella¿ with lidocaine in the lips. Approximately less than 5 months later, patient developed granulation in the area where the application was made. Biopsy was not provided. 300 u of hyaluronidase was applied with an interval of 15 days. Symptom has not been resolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.